Event description:
The customer called and mentioned he had received no delivery alarms on the insulin pump. Customer was unable to perform troubleshooting, as the insulin pump was receiving a motor error. Therefore, a reservoir occlusion could not be ruled out as the cause for the no delivery alarm. Customer's blood glucose was 399 mg/dl. The customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.